Manufacturer narrative:
For #1. Inratio precision data provided by end-user. First test inr = 5.6. Second test inr = 6.0. Mean =5.8; sd = 0.28 %cv = 4.9%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. For #2. Pt #2 only has 1 meter reading and there is no other reading to make a comparison too. For #3; based on text, pt 3 inr result was > 7.5. Text indicates pt used some capilary tube that has a red line, they attach a bulb to it for dispensing the sample. This is not a proper testing technique.

Event description:
Caller alleged imprecision with inratio. Results as follows: inratio precision date provided by enduser. First test inr + 5.6. Second test inr + 6.0.